Event description:
The facility reported the mst packer/change iol cutter blade came off upon removal from the pt's eye after cutting an iol. There was no impact to the pt and the broken piece was removed from the eye without further incident.

Manufacturer narrative:
The scissor had localized corrosion at the fracture indicating improper cleaning and maintenance.